Event description:
Asku

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the electrode was returned, analyzed, and was found to be shorted.

Event description:
It was reported that during the procedure the electrocardiogram was not displayed between the third and fourth electrodes. Conductor fracture of the fourth electrode was suspected and confirmed via x-ray. No patient complications were reported as a result of this event.